Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise causing auto mode switch episodes. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).